Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump received with missing retainer ring. Pump unable to perform the displacement test but able to perform selftest. Pump unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. Successfully downloaded history files and traces using thus. No pump error 63 alarms during testing. Pump error 63 (variable 3) was present in the history download on event date of 04/04/2021 05:39:54.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), broken reservoir tube lip, stained keypad overlay, detached retainer, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, serial number label missing, and corroded battery tube. Pump error 63 confirmed due to broken traces at u1 at pin 1 and pin 6 on keypad. Cosmetic damage was confirmed located at the o-ring and missing retainer ring. Device test failed was confirmed. Reservoir unable to lock into place was confirmed. Moisture damage was confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was dislocated. Customer stated that insulin pump had hardware low level failures alarm after self-test. Customer stated that they were able to complete insulin pump rewind. Customer stated that fill cannula was recorded in daily history. Customer stated that they received calibration not accepted alert. No harm requiring medical intervention was reported. The device will be returned for analysis.